Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 2 days after implantation of an intraocular lens (iol) in the left eye, the patient presented with hypopyon and vitritis. Based on the findings, the surgeon concluded the cause as endophthalmitis. In the implanting surgeon's opinion, the most likely cause of the event could not be determined. Medication administered during original surgery: intracameral moxifloxacin. The following medications were prescribed for use at home post-operatively: prednisolone 1%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month) ofloxacin 0.3%: 1 gtt qid x 7 days ketorolac 0.5%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month)